Manufacturer narrative:
Additional information has been provided in h6. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, there was oozing blood from the insertion site. Extra dressings had to be applied. Blood loss estimated 150cc. Hemoglobine 8,6 at 14:19 hours, hemoglobine 14:23 8,2, but also 500 cc gelofusine and 500 ringers lactate given rapidly via central 3 lumen line. Oozing under control. No blood products given. Heartbeat was still 8.2 at 14:58. Positioning sheath was inserted ( 3 cm to be insert) and bleeding stopped almost immediately. Sutured and position confirmed with transesophageal echocardiogram (tee). Antibiotics were started. The patient survived explant.